Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular (rv) lead exhibited noise that resulted in multiple rv oversensing episodes. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in three pieces. The connector portion measured 7.9 cm, the middle insulation portion measured 6.6 cm ,and the distal portion measured 43.1/43.7/44.3cm (insulation/cables/liner and coil). Visual inspection of the lead found an external abrasion due to friction to the device can breaching the optim sheath only was noted at 46.2 to 46.5 cm and 48.4 cm to 48.7 cm from the distal tip. The silicone insulation beneath was not damaged in this region. Internal insulation abrasions were noted in three locations beneath the superior vena cava (svc) shock coil at 17.4 cm to 17.6 cm, 17.9 cm to 18.0 cm, and 18.6 cm to 19.6 cm from the distal tip. The insulation abrasion breached the re cable lumen with abrasions noted to both etfe cable coatings. The reported event of sensing noise was isolated to the exposure of the ring electrode cable conductor beneath the superior vena cava shock coil in the abrasion zone.